Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event is confirmed via CAPA associated. This is addressed by CAPA (B)(4). Received 1 all silicone foley catheter with syringe. Verified material number (B)(4) and manufacturing lot number (B)(4). Visual inspection noted the catheter balloon was inflated. Attempted to deflate balloon passively using the returned syringe but no solution could be withdrawn and deflated balloon by aspiration. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively and no solution could be withdrawn. Using the inhouse luer lock syringe, once again attempted to deflate the balloon and it deflated in 1 minute and 26 seconds and no cuffing noted. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA (B)(4) identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA (B)(4). Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest of foley catheter in the operating theatre, water could not be drained after sterile water was injected.

Event description:
It was reported that during the pretest of foley catheter in the operating theatre, water could not be drained after sterile water was injected.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The initial reporter's fax number that was provided was (B)(6). The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.